Event description:
The pt hit his implantable neurostimulator on a truck door. He felt constant, dull pain where the device was implanted and no stimulator sensation. The pt never had therapeutic effect. The pt's status was reported as 'fair'. Add'l info has been requested. A f/u report will be submitted if add' info becomes available.